Event description:
It was reported that during a da vinci-assisted general colorectal surgical procedure, the erbe screen displayed a message of interrupted activation and error c-34. An intuitive surgical, inc. (Isi) technical service engineer (tse) confirmed multiple errors c-34 in the error logs. The tse recommended trying to reboot the erbe generator. The customer stated the energy was working but they were getting c-34 error almost every minute. The tse explained that the customer could also swap the vision side cart (vsc) with another vsc or use a valley lab force triad as an alternate energy method. The customer stated they were continuing with the case and would try a reboot on the erbe when they had a chance. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) to resolve reported c-34 errors. The system was tested and verified as ready for use. Isi did receive the da vinci product involved with this complaint to perform failure analysis. The unit was placed on an in-house system and run in normal mode. The iesu failure was confirmed and reproduced by failure analysis.